Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported event of capsular contracture was received with lot number 2227167. Visual analysis of the returned device identified fold creases, wear abrasion, brown particles in the fill channel and two curved opening. A microscopic analysis and leak test were performed which identified two curved openings striated. Based on the device analysis the final assessment is: -two openings striated in the side anterior assessed as surgical damage. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported left side implant exchange with no complaints against the device. The device has been explanted. Healthcare professional reported capsular contracture baker grade iii